Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted with traces of blood. X-ray examination found the inner coil was overtorqued at the connector region consistent with procedural damage. The cause of helix mechanism issue was due to overtorqued of the inner coil. No other anomalies were found.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead was found dislodged and the lead helix was unable to be retracted. The rv lead was removed and replaced. The patient was in stable condition.